Manufacturer narrative:
(B)(4).

Event description:
It is reported this event occurred in the ICU and involved a (B)(6) female. The insertion site was the right subclavian vein. Upon removal of the guidewire, it unraveled. The wire and catheter were removed together and another catheter successfully inserted. There was no reported delay in treatment. There is no reported patient injury, complications, or death.